Event description:
User experienced a leak from a bottle of preclean reagent. The reagent leaked underneath the analyzer and onto the floor. No one was injured and no patient samples were affected. The field service representative was unable to determine a cause, but noted the preclean needle was damaged piercing the preclean bottle and replaced needle.